Manufacturer narrative:
Update h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the root cause of the foreign material remained in the device, could not conclusively specify the event can be detected/prevented by following the instructions for use which state: IFU states the detection method operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited residual liquid or foreign material come out of channel tube (ch-tube), and nozzle has foreign objects. There was no patient involvement.